Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right hip revision after an unknown amount of time post implantation due to poly wear. The had and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: -subtle superior eccentric positioning of the right femoral head with respect to the central portion of the acetabular cup. Although non-specific, this can commonly be seen with polyethylene wear. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.